Manufacturer narrative:
(B)(4).

Event description:
Patient received a knee arthroscopy on (B)(6) 2012, during which the surgeon was using an acufex grasper. Intra-operative a portion of the grasper broke off and was left inside of the patient. On (B)(6) 2012 a revision surgery was performed to remove the 10 x 20 mm foreign body. The device and broken part of the device were not retained by the facility. A lot number for the grasper was not provided, therefore no date of manufacture is available.